Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4); product ID: 924256, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted due to infection after 7 attempts at cleaning the infection.